Event description:
Report received of pt experiencing baclofen withdrawal. Follow up with health care provider revealed pt had experienced a catheter break in december and showed signs of baclofen withdrawal due to the break. Catheter was replaced-both pieces of the catheter were retrieved. Pt is doing fine.